Event description:
Paramedics responded to a person with possible mi. The device was connected to the patient for 12 lead ecgs. The crew was performing 12-leads and transporting the patient to the hospital in the ambulance, when the patient went into cardiac arrest with ventricular fibrillation. According to the report, the device failed to charge times two and then, after the 3rd shock was delivered, the patient's shirt and chest hairs caught on fire. The report stated, that oxygen was being delivered to the patient when the shock was delivered. The patient was resuscitated and delivered to the hospital ER. There were no reports of any adverse affects as a result of the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The device was returned to the customer for use. Root cause for the reported incident was use error. The device operating instructions warn users to "not use this device in the presence of flammable gases or anesthetics. Use care when operating this device close to oxygen sources (such as bag-valve-mask devices or ventilator tubing). Turn off gas source or move source away from patient during defibrillation."